Event description:
Reporter alleged the customer's blood glucose values of 53mg/dl back to back with a result of 105 mg/dl when testing was performed within seconds apart on the advantage system. No action taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.